Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that no image is displayed due to faulty printed circuit board. The root cause of the faulty circuit board could not be identified. It is likely that the touch panel not working was due to failure of the faulty touch panel. The cause of the faulty touch panel could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of no image was confirmed, due to faulty printed circuit board. The allegation of touch panel not working was confirmed, due to faulty touch panel. In addition, the lock did not work due to video connector lock part failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus employee reported no image displayed and no touch panel regarding a product return asset, visera elite ii video system center. There was no report of user or patient harm associated with this event.